Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had a drive manifold failed.

Manufacturer narrative:
Updated field: b4, d9, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component cods, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the drive manifold. The fse completed a preventive maintenance (pm) with full calibration, functional testing, and safety checks to factory specifications. The iabp was returned to the customer and cleared for customer use.

Event description:
N/a.